Manufacturer narrative:
No medwatch form was received. The reported field event of unanticipated therapy delivery could not be confirmed since no stored electrograms were available for review. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the asymptomatic patient presented for follow up after a merlin.net transmission was received for post-sensed t-wave oversensing. The patient received inappropriate therapy. The device was found to be at eri and was explanted and replaced.